Event description:
It was reported that the device will not power on until the on button has been pressed multiple times. Once the unit was turned on, it could not be turned off until the batteries were removed. There was an occurrence where, after multiple attempts at turning the unit on, it seemed to power on after a delay. There was no report of pt use associated with the reported event. The reported problem was found prior to deploying the new device for use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA.